Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown non-medtronic guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~70.3cm from the proximal end; and found twisted at ~13.3cm from the distal end. The distal tip and marker band were found crushed. The catheter tip appears to have been shaped. The tip was found kinked proximal to the distal marker band. The catheter wall was found thinning and with a small puncture location. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.6cm and the usable length was measured to be ~1 47.6cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water did not exit the micro catheter. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the twisted location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was confirmed. It is possible the micro catheter became damaged during the steam shaping process. Possible causes are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping, or due to the kinking. The puncture would have occurred at the thinning catheter wall location. The catheter was found severely twisted. As the catheter was punctured near the distal end, the twisting would have occurred after to the puncture, during removal or during handling prior to return to medtronic for analysis. As the micro guidewire used during the event was not returned for analysis, any contribution towards the puncture, and compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a micro guidewire punctured an echelon catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery segment. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 6.5mm. It was reported that after the microcatheter was hydrated normally, it was shaped by steam and inserted into the body by a micro guidewire. After reaching the target blood vessel, the suspected micro guidewire was pushed out from the side of the microcatheter. After removal, in vitro examination confirmed that the micro guidewire was indeed pushed out of the side wall of the microcatheter and the microcatheter could not be used. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the guidewire was not a medtronic product. Replaced with the new microcatheter to complete the operation.